Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no unexpected battery power loss anomaly during test noted. Insulin pump received with cracked case display window corner. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was sudden power down, slow to rewind, cracked screen and customer changes battery frequently. Customer's blood glucose value unknown. Customer declined to troubleshooting. The device will not be returned for analysis.